Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use(IFU), adverse events which may require intervention and/or conversion to open repair include, but are not limited to: aortic expansion w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2013, this patient underwent an endovascular treatment of a type b acute aortic dissection rupture using conformable gore® tag® thoracic endoprosthesis. Reportedly, good progress was observed on the follow-up computed tomography(CT) in 2018. On an unknown date, a saccular aneurysm-like formation was observed in the proximal descending aorta. Subsequently, the aneurysm was observed to be gradually enlarging (unknown amount). No endoleak was observed. On (B)(6) 2024, a reintervention was performed, an additional stent graft was placed. The patient tolerated the procedure.

Manufacturer narrative:
Imaging evaluation summary: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: ¿ 2 jpgs are provided for evaluation. Images cannot be manipulated in anyway. Image dated 2024 has an arrow pointing to an unknown density in the dta. Density is not visualized on image dated 2018. Unable to confirm pathology with images provided.